Manufacturer narrative:
The reported lot number was 208764238; however, the returned device was from lot number 209029774. The returned device was patent. It did not meet the requirements for leak testing due to the drainage bag luer adaptor being broken off. The drainage bag was observed to be taped to the tubing. There was proteinaceous debris observed in the device. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system.¿ it is also cautioned that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. Additional patient/device information: additional information regarding the event date and patient initials, gender and age was received. It was reported to medtronic neurosurgery that the event occured after 5-6 bag changes. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the piece that connects the item to the patient broke in half. According to the report, there was no impact to the patient.

Manufacturer narrative:
The reported lot number was 208764238; however, the returned device was from lot number 209029774. The returned device was patent. It did not meet the requirements for leak testing due to the drainage bag luer adaptor being broken off. The drainage bag was observed to be taped to the tubing. There was proteinaceous debris observed in the device. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system.¿ it is also cautioned that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).